Manufacturer narrative:
The investigation is still in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that while an employee was unloading instruments from their transfer carriage it fell to the floor. No report of injury.